Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer left a voice mail asking if it is normal for her to change out the batteries on the insulin pump. She has been on the insulin pump therapy for 20 days. The blood glucose was not provided. Call back attempts to the customer were unsuccessful. Nothing further was reported.